Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Prior to implanting the closure device, transesophageal echocardiography (tee) identified a thrombus formed on the tip of the was. The thrombus was successfully aspirated into and out of the sheath. The procedure was successfully completed with no further thrombus formation. The patient fully recovered from this event and was discharged the following day.